Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the rotator cuff repair operation, after connecting with generator, does not function at all, the screen did not show any alert code. The device was received and evaluated juarez laboratory. Visual inspection revealed that the electrode connector has been removed by the customer. The suction tube does not show saline residues. The active tip is not attached on the electrode. The electrode was sent to the manufacturer for further analysis. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device has not been returned in its original packaging. The top portion of the active tip is missing and as not been returned; a portion of the active tip leg remains in-situ and the return shaft bridge covered in weld. Finally, no visible damage to the device shaft or handle; only, the device plug had been cut off. The electrical and functional test were unable to complete due to device damage. Visual inspection revealed that the active tip has failed on the leg, with a portion of the leg remaining secured by the bridge of the active tube. A DHR review has been performed for the complaint device lot number u2007074; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no containment or correction action related to the individual complaint is required. Due to the condition of the returned device we were unable to test the electrode for functionality as the plug had been cut off and no further investigation into the reported failure mode is possible. It was also observed that the active tip has fractured on the leg, with a portion of the leg remaining secured by the bridge of the active tube. No mention of the tip defect was reported by the end user, so it is unclear at what stage the active tip had failed. With regards to the active tip failure a CAPA has already been initiated to provide root cause analysis and identify a corrective and or / preventative action plan. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: a DHR review has been performed for the complaint device lot number u2007074; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no containment or correction action related to the individual complaint is required.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair operation on (B)(6) 2021, it was reported that the vapr coolpulse90 electrode device did not function after connecting with the generator. It was reported that the device did not function at all and the screen did not show any alert code. During an in-house engineering evaluation, it was determined that the device had broken into two plus pieces. There were no adverse patient consequences reported. No additional information was provided.